Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate customer report that several tubes drew an excessive volume of blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a draw volume issue. According to the customer's report, several tubes drew an excessive volume of blood."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-31. H.3. Investigation summary: bd received 11 unused samples from the customer in support of this complaint. The 11 customer samples, along with 10 retention samples from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes drew within the specification limits. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the customer samples and the retention samples did not exhibit the customer¿s failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate customer report that several tubes drew an excessive volume of blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about a draw volume issue. According to the customer's report, several tubes drew an excessive volume of blood."